Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device has been previously sent into service for the reported condition of "damaged battery." During previous services, the main batteries and harness were replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The user interface module printed circuit board (uim pcb) was replaced as a precaution. Should additional information be received, a follow-up medwatch will be submitted.